Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that, during cataract surgery with intraocular lens (iol) implantation at the start of the phacoemulsification (phaco), an ophthalmic operating system did not provide aspiration, and the occlusion tone was not heard. The surgery was completed on the same day using another machine without any patient harm.